Manufacturer narrative:
Mentor received the device on august 12 2020: device evaluation completed on august 17 2020: during the visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm the reported event. If this needs to be submitted for additional review, mentor needs any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans).mentor require confirmation of the correct device returned in the pre-labeled return kit. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that inadvertently missed reporting patient past/current medical history: hypothyroidism (on-going) onset 1990, neuromyelitis optica (on-going) onset (B)(6) 2017, sleep apnea (on-going) onset (B)(6) 2018- obesity (on-going), ischemic optic neuropathy (on-going) onset dec 2017- le edema (on-going) (B)(6) 2017, high cholesterol (on-going) 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation, rupture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with mentor memorygel 255 cc silicone breast implants which patient experiencing bilateral rupture, and capsular contracture baker grade ii on the left side, after implantation. Patient states left breast tightening and pain in the nipple area, and hair lost. The issues were confirmed by physician via mammogram examinations. As a result, patient scheduled for removal on (B)(6) 2020. This report is for the right side.